Manufacturer narrative:
It was reported that the bent was detected on tube of hqv19900 circuit. Device was used after corrective action by the user. No harm to any person was reported. A photographical evidence was provided by customer which shows the reported failure ¿kink at tube¿, based on this failure could be confirmed. Exact root cause of the reported failure could not be determined however according to the risk assessment file of the product the probable causes could be related with: - manufacturing: inappropriate fixation of the components or enforced position of the components in the packaging. - use errors: lack of information on kinking. These root causes could not be confirmed. Possible kink/bent causes for material #701004854, hqv 19900#quadrox complete pack process was investigated during production with r&d engineers. All production was performed in accordance to provided packaging pictures of the tubing set. During the production controls, it was decided to improve packaging pictures warnings to be more clear to follow by production employee. Related packaging pictures was updated according to any possible risks to damage the tubings within the hqv 19900#quadrox complete pack. Production employees were re-trained for the packaging instructions on 2025-01-13. The production history records (dhrs) of the affected hqv 19900#quadrox complete pack with lot# 3000418672 was reviewed on 2024-10-30. According to the DHR results, the product hqv 19900 passed the defined manufacturing and final release specifications. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).

Event description:
It was reported that the bent was detected on tube of (B)(6) circuit before use, but it was decided to use it for treatment by twisting around the line. No harm to any person was reported. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.